Event description:
As the flow was found to be very poor a few weeks after implanted, the dr removed the valve and implanted another c/n 46824. The dr commented that he was not sure whether the occlusion was due to product defect or pt condition.